Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age & unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer indicated the product will not be returning to zoll; the device is new to the customer and this was their first attempt at demand pacing. The customer indicated the reported fault was user error. The device log was not provided to confirm or dispute the event.